Event description:
New information noted that imaging showed the lead had dislodged and was pointed down towards the tricuspid valve.

Event description:
It was reported that the right atrial lead dislodged. The lead was explanted and replaced. The patient was in stable condition.